Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative reported via email that he spoke to the customer and she stated she experienced low blood glucose and was taken to the emergency room. Customer stated she was treated at the hospital and released. Customer also reported that the insulin pump had rejected the battery. Blood glucose value is unknown. The customer declined transfer to the helpline.